Manufacturer narrative:
The device was returned for evaluation. The base handle had been closed without the 6-inch transitional installed and deformed the hole. The unit was received without the 6-inch transitional. The shock cushion was worn, and the adjustment wrench had worn threads the device was manufactured in 2003. The reported complaint was confirmed via inspection of the unit; it did not meet all specific functional tests. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI # (B)(4). Linked to mfg report number 3004608878-2020-00479.

Event description:
This is 1 of 2 reports. A customer reported that the transition arm would not fit or go into the a2101 mayfield ultra base unit. There was no known patient injury or surgery delay.